Event description:
During the implantation procedure, the (B)(4) pin would not fully insert into the header on this device. It was reported that an attempt to loosen the setscrew to allow lead to enter the header, the screw would not engage setscrew. The device was not implanted.

Event description:
During the implantation procedure, the svc df-1 pin would not fully insert into the header on this device. It was reported that an attempt to loosen the setscrew to allow lead to enter the header, the screw would not engage setscrew. The device was not implanted.

Manufacturer narrative:
(B)(4) 2012 - the analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2012. The analysis on this device is pending.